Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 19312009, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief and unwanted stimulation. It was also noted that the ipg was not holding a charge and had migrated. The patient underwent an explant procedure and was doing well postoperatively.